Event description:
Pt underwent placement of "iskd" (intramedullary skeletal kinetic distracter) nail into the left femur. The device is designed to lengthen when the pt rotates the foot. During the initial hospital stay, an attempt was made to get lengthening of the rod by having the pt rotate the left foot, however a less than desired lengthening was obtained. The pt was taken back to the operating room so that the surgeon could manipulate the pt's left leg with the pt under anesthesia. Some additional lengthening was obtained. In follow up visits, it was noted that lengthening was not occurring. Therefore, the pt was taken back to the operating room. Further attempts were made by the surgeon to manipulate the pt's leg to lengthen the rod. These attempts failed and the rod was removed and replaced. Upon removal, it was found that the rod does not extend as it should.